Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after dropping the device in the bath tub. The customer had a blood glucose level was 81 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.